Event description:
The subject device was used during a total laparoscopic hysterectomy. The procedure was completed with the device. The user and the sales rep didn't notice the damage of patient's bowel. The following day, it was found a perforated bowel. But it was repaired on that day. After that the patient is fine. The user couldn't be certain that the cause was the device; however, the user commented the device heat and un-insulated cuff. The patient's abdomen was small, and this procedure was required to move bowel continuously for exposing the uterus. And the user suspected the device at fault.

Manufacturer narrative:
Since the subject device was discarded by the user facility, olympus medical systems corp (omsc) could not evaluated the device. The exact cause of this issue cannot be conclusively determined. This device is subject to total inspection to ensure that the device is capable of properly activation output before shipment by omsc. If additional info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.